Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The end user performs pouch changes every 5 days and uses cavilon prep to cleanse skin. End-user was advised to discontinue use of product, and alternate product samples has been sent to end-user. Additional information received indicates that an investigation was conducted by evaluating and assessing the baseline complaint data; procedure review of changes in materials and processes; review of the risk probabilities calculated and review of returned products. Through the analysis of the complaint data feedback, a specific root cause cannot be determined. The feedback expressed by the ostomy pts and/or health care provider is consistent with the conditions that ostomy pts experience as reviewed. An investigation report of field skin irritation was used for the comparison analysis of the evaluation. There was no returned product available for review. This complaint will be closed. Skin related field feedback and/or complaints will continue to be tracked and evaluated according to convatec inc. Procedures. A returned sample was not expected for this complaint. No additional information is expected.

Event description:
It was reported that end-user noticed a "red rash" under stomahesive skin barrier between the eakin cohesive seal and tape collar. There was no evidence of a rash under the eakin cohesive seal which is unused immediately surrounding the soma or under tape collar. End-user has used product since 1998.